Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort, numbness, itchiness, return of urinary incontinence. Made adjustments to stimulation (B)(6) 2026. Rep saw and spoke to patient on (B)(6) and the patient insisted on removal .they didn't like it and wanted it removed. Physician and rep spoke about giving the therapy more time to adjust and the patient insists on having it removed. Planned for (B)(6) 2026. Patient had complications.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.